Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suboptimal positioning. The pump was repositioned. Hemolysis and hematuria occurred.

Manufacturer narrative:
The investigation was completed and no product returned. No data logs available. Hemolysis/mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.